Event description:
Pt received lipids at 10ml/hr via IV infusion into port. Found bag empty three hours after bag was started. Proper settings were found on IV pump number (B)(4). Appears to be a pump malfunction.